Event description:
It was reported that the battery pack of the zimmer pulsavac plus unit produced heat during use. The customer claimed that the cord was not cut. The surgery was completed using another pulsavac plus. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.